Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2016. No log entries were recorded between this date and the (B)(6) 2016. The pad-pak was reinstalled and the device records two manual power ups of nonsensical duration. This may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by removing the pad-pak. Investigation found the reported fault can be attributed to membrane tail corrosion due to adverse storage conditions. The manual power ups and measurements taken would suggest a failing membrane. The fault could be traced back to corrosion the tracks of the membrane tail. The fault could not be replicated with a new membrane fitted. Further corrosion on the usb contact collars and speaker would suggest storage in adverse conditions. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.